Event description:
Description of event according to the initial reporter. Celect ivcf found to be fractured, with one leg along right psoas and portions of two other legs broken off and embedded in the adjacent vertebral today and retained locally posterior to the ivc respectively. Remainder of filter removed with forceps.